Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that a capio slim device was used during a sacrospinous ligaments vault fixation procedure with sacrospinous fixation for pelvic floor prolapse. During the procedure, the capio bullet accidentally came off the suture and remained implanted inside the patient's sacrospinous ligament. The procedure was completed using the same device. No patient complications were reported. The bullet was not removed, and no further surgery is planned until the doctor can determine what material the suture is made of.